Event description:
The patient reported experiencing 5¿6 bent cleo 90 infusion set cannulas between (B)(6) 2026. Resulting in persistent hyperglycemia range due to ineffective insulin delivery. During troubleshooting, the patient accidentally bent one new cannula while attempting to replace the protective cap after opening the inserter, but the cause of the other bent cannulas was not identified. The patient changed the infusion site, confirmed a previously used cannula was bent, and ultimately required ER treatment with lyumjev insulin, which reduced the blood glucose to 240 mg/dl.

Manufacturer narrative:
B3 - date of event: the exact event date is unknown, as only the month and year were provided. Therefore, the first day of the month was entered as the event date. Device has not been returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.